Event description:
It was reported that a charger for an ilet pump appeared to charge the device from approximately 75 percent to 98 percent within about 30 minutes and did not display 100 percent, while the pump indicated charging and maintained expected battery performance. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no need for medical care, and continued normal device use. Investigation included troubleshooting with education and verification that no alerts or alarms occurred. Investigation of this case revealed no malfunction of the pump or charger as reported by the user. It was concluded that the device functioned as intended and no reportable injury or malfunction was identified.